Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 13mar2018. The review was performed from the date of manufacture to the present date 09jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported from the pacu on 5/5 at 1424 that during preparation of an IV piggyback of gentamycin the clinician noted that when he sent information from epic to the pump that the pump did not return the information back to epic. He "never got the third checkmark in epic." He was unsure whether or not he selected secondary from the pump. Bd cpc reviewed the information and determined the gentamycin does not support a secondary infusion. There was patient involvement but no harm.